Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, non-sustained lead noise episodes due to post-paced t-wave oversensing were observed on the device. Far-r and far-p oversensing was also noted. Programming changes were recommended and rv lead placement evaluation was also recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.